Event description:
Patient reported they finally have an appointment on (B)(6). Patient reported their right leg, hip down past knee hurts as bad as it did before their trial and after. During the trial they had 4 days of no pain in right leg, left knee and lower back. Patient voice frustration. Patient reported sometimes the pain is so bad they have to sit down because they cannot walk. Patient reported they want their hcp to remove it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the pt got relief on their left leg and was hardly getting relief on their right leg. The pt was on group c intensity 2.1, they increased therapy to 2.3 but then went back to 2.1 since it was not doing anything and the pt wanted to know what can they do. Pt was told when they were at the doctor office when programmed to not make a change after a week on group c then they could try group a and b. Pt noted their ins was turned off last week and in like two or three days after therapy was turned on they noticed this issue. Pt noted they already knew how to use the equipment and adjust therapy. Pt noted that their ins battery was also losing power rapidly, the pt charged their ins on october 18th and on the 20th because each time the ins battery got down to 40%. Pt thought their ins battery should have lasted 3 or 4 days before needing it to be recharged again. This morning their ins was down to 60% and now it was at 50% battery. Pt contacted their hcp who said to call medtronic. The patient was redirected to their healthcare provider to further address the issue. Pt noted they will also call to notify their reps.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.